Event description:
According to the available information, the implant was removed and replaced due to a leak. The system had no fluid.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1 or cylinder 2. A site of leakage was identified underneath the connector on the inlet tubing of the reservoir. No anomaly could be observed upon microscopic inspection of the connector or exhaust tubing. A separation was noted in the bladder of the reservoir. This is a site of leakage. The separation has a central groove, indicating contact with sharp instrumentation. Based on examination of the returned product, it was concluded that the connector which was connecting the inlet tubing of the pump to the inlet tubing of the reservoir had been leaking. A failure of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of the reservoir occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the implant was removed and replaced due to a leak. The system had no fluid.